Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that a device fracture occurred. A renegade hi-flo kit was reported to be fracture when unpacking. There were no patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a device fracture occurred. A renegade hi-flo kit was reported to be fracture when unpacking. There were no patient complications reported. Device evaluated by MFR: the device was returned for analysis. The hub, shaft and tip were microscopically examined and noted that the device was broken at 2cm from the hub. In addition, it was noted that the shaft was not completely separated as the inner liner was still connected. The stretching and the fractures that were noticed on the device are consistent with the device being removed from the shipping tube without being hydrated with saline. The shaft showed a kink 42.5cm from the hub. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis.